Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using the wired footswitch. Per the information collected, the wireless footswitch lost connection with the base station intermittently and the battery indicator on the wireless footswitch was green. The fse replaced the wireless footswitch and base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0476-2022. The correction has been implemented at the customer and the system was returned to use in good working order.

Event description:
It has been reported to philips that the wireless footswitch lost connection. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.